Event description:
It was reported that during an ultrasound guided breast biopsy, the health care professional glove got stuck on the hub of the stylet. The procedure was completed without using another coaxial. In a second device was opened and noted a sticky substance on the hub. There was no patient injury reported.